Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed when the patient presented at the ER after receiving vibratory alerts. Noise could not be reproduced through isometrics and pocket manipulation. The patient was experiencing pain at the implant site and suspected device migration but not confirmed. The device and rv lead were explanted.